Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01386.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully placed a pod5 in the target vessel using a non-penumbra microcatheter. While attempting to advance a ruby coil through the microcatheter, the physician experienced resistance and the ruby coil would not advance; therefore, it was removed. It was reported that the same issue occurred with the next ruby coil. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.